Manufacturer narrative:
(B)(6). (B)(4) for the reported event of stent broke. Study source: (B)(4). The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a stent placement procedure on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2007. A biliary obstructive symptoms assessment was performed on (B)(6) 2011 and found no symptoms. A pre-study stent cholangiogram revealed a distal biliary stricture. Liver function tests were performed on (B)(6) 2011, the patient underwent stent placement for treatment of the distal biliary stricture. A sphincterotomy was performed prior to the study stent placement procedure and a sphincterotomy was not performed during this procedure. The stricture was previously dilated with one plastic stent. The plastic stent was removed prior to the study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6) 2011. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the procedure, the retrieval loop on the stent broke when it was grasped for stent removal. The user was able to remove the stent in one piece. Following removal, the stent was examined and no additional damage was observed. A post-stent removal cholangiogram showed no evidence of a recurrent stricture. The patient did not experience and adverse events or hospitalizations as a result of this event.